Event description:
The customer reported that, during reprocessing of their evis eus ultrasound bronchofibervideoscope device, that an unidentified white crust was observed on the scope light at the distal end of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.